Manufacturer narrative:
Sientra complaint #: case(B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure, the cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured above astm standards for ultimate break force and ultimate elongation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra previously submitted this report as a rupture found during surgery however from the updated information provided by the health care provider, it was only bubbles found during surgery. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side bubbles located in the device, found during surgery

Manufacturer narrative:
Sientra complaint #: case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left implant ruptured, discovered during surgery.